Event description:
It was reported that the customer took a shower and went to reconnect her insulin pump, but her keypad was unresponsive. Customer tried changing the battery but all of the buttons on the pump are unresponsive. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. Customer has a back-up plan of manual injections. No further assistance was needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on keypad traces. The device had minor scratched display window, cracked battery tube threads, and cracked reservoir tube lip.